Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device and associated lead displayed high, out of range shock impedance measurements. The patient was seen for a revision procedure where the lead was surgically abandoned and the device was explanted. It was reported that the device was to be returned for analysis. There were no adverse patient effects reported.